Event description:
It was noted o fragments were generated and the broken device was easily retrieved. The driving cap was removed as it was broken, and the screw portion of the driving cap was unscrewed on the back table. The procedure was successfully completed with no surgical delay. The patient was not affected in any manner due to the device breakage. No other issues were reported.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: a1, b5 h3, h4, h6: part 03.010.475, lot 2681393: manufacturing site: bettlach. Release to warehouse date: march 15, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the driving cap screw mechanism broke apart and came off from the impactor. While inserting a tibial nail using the suprapatellar tibial nail instrument set and a expert tibial nail set, the surgeon attempted to back slap the nail using in the technique guide, the back slap attach to the driving cap out of suprapatellar instrumentation set while the driving cap was on the insertion handle on the first attempt it back slap, the driving cap became disconnected from the insertion handle that in the suprapatellar. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant devices reported: unknown expert tibial nail (part# unknown, lot# unknown, quantity 1), unknown insertion handle (part# unknown, lot# unknown, quantity 1), unknown impactor (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) viper universal poly driver. This is report 1 of 1 for (B)(4).